Event description:
It was reported that one day following the implant of the implantable pulse generator (ipg) system, the patient died. The physician suspected cardiac tamponade occurred. A very small pericardial effusion was confirmed. It was undetermined if the possible tamponade was directly related to the death of the patient. A cause of death and the treatment given to the patient at the time of the event are unknown. The physician reported there were no issues with the implanted device and leads and they did not cause the death event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).